Event description:
The complainant reported a patient (unknown race and ethnicity) with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and the following day bleeding at the access site was noted, hemoglobin has dropped to 6.5 g/dl and two red blood cells bags were administered. Additional information noted that patient underwent rectum surgery two days prior to the impella implant and was anemic with hemoglobin around 7.5 g/dl. While in weaning process of ventilator, the patient was hemodynamically unstable and was diagnosed with takotsubo. After the impella cp device implantation, there was a "minimal" oozing in the groin the next day. After femstop (just with bandage, not with balloon pressure) was applied for three hours; oozing stopped. The low hemoglobin was referred to the rectum surgery. It was noted the patient was stable while on the impella until successfully weaned and explanted with a survived outcome.

Manufacturer narrative:
The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.